Manufacturer narrative:
Information provided by the customer confirmed that when the monitor was connected, there was no display at all for spo2. It was determined the spo2 sensor was damaged. And needed to be replaced. The blood oxygen (spo2) sensor/probe was replaced by the customers equipment department and the equipment resumed normal operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported during the ambulance transfer, the spo2 measurement disappeared from the display. This patient who fell and lost consciousness was transported by ambulance to the hospital. During transfer, spo2 monitoring was lost, though device checks prior to use revealed no anomalies. Alternative monitoring was implemented to continue to observe the patient. It was confirmed there was no actual patient harm related to the reported issue. When the monitor was connected, there was no display at all for spo2 and it was determined the spo2 sensor was damaged.